Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient¿s current implantable neurostimulator (ins) did not work as well as their previous ins. The patient clarified that he had to charge more often, and it took longer to charge the ins. In the end, the patient was redirected to their healthcare professional (hcp) to have the ins checked and to run charging statistics for analysis. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.